Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: (B)(4) the full lead was returned and analysis found that the outer tubing overlay was breached cut. It was also noted that there was blood/body fluid on the outer tubing overlay, the inner tubing was kinked/buckled and there was blood in/on the helix/lobe mechanism. Visual analysis noted that the lead was damaged at implant.

Event description:
It was reported that during an implant procedure, there was a "small nick" noted in the insulation proximal to the anchoring sleeve of the right ventricular lead. The lead was removed and replaced. No patient complications have been reported as a result of this event.